Event description:
It was reported that the device does not manage to empty the granules. When used with the same tube with a manual pressure bag, the granule was emptying. The patient lived with a major delay of blood granules from a ruptured aortic surgery.

Manufacturer narrative:
Customer response email was attached to the complaint with new information: patient details, event details, patient death.

Event description:
Additional information received on 10-aug-2022 via email and attached to the complaint object. The event happened on (B)(6) 2022 at approximately 10 am. The product issue did cause or contribute to patient injury. The patient had a major delay of infusion blood during surgery and died immediately, after ruptured aorta surgery. Patient details were updated in complaint.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H6: health effect code: updated. H10: a device history record (DHR) review indicated that the device was built to specification and passed all functional and inspection tests. Out of this job of 12 there were 3 serial numbers reworked for failures unrelated to pressure cuff operation and the reported serial numbers showed no failure or discrepancy during assembly. Product was not returned nor photographic evidences provided for problem confirmation. However, the reported problem is a known issue related to level 1 trama units with pressure cuff manufactured after design change to the pressure chamber doors implemented in 2016 - pressure cuff incompatibility with the blood bag. Investigation of this issue has been fully documented through CAPA-000722 and being trended by tnd-000105. Based on the provided serial number, this device was manufactured in dec-2019. Product has been put on ship hold. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).